Event description:
It was reported that when the surgeon was attempting to deploy the second anchor the instrument failed to deploy the anchor. Once the instrument was removed from the patient the surgeon noticed that the anchor remained on the insertion needle. There was no foreign body retained or harm to the patient reported.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 66882211. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.